Event description:
Patient treated with collagen to a deep forehead wrinkle over an area of approximately 15 x 1 mm. Five days post treatment patient presented with an area of 4 x 2.5 cm of patchy necrosis extending beyond the area of treatment. Physician prescribed oral keflex and topical bacitracin ointment.